Manufacturer narrative:
Patient code: 2692 - labeled na. Device code: 1069 - labeled yes.

Event description:
It was reported that the deep brain stimulator lead broke during the implant procedure. The lead was not permanently implanted. There was no patient injury associated with the event. The patient was doing well.